Event description:
It was reported that the patient was hospitalized due to low blood glucose (bg) levels of 1.9 mmol/l (34.2 mg/dl) and vomiting, while wearing the pod between 4 and 24 hours on the arm. The patient was helped by paramedics off duty who administered 300 ml of glucose and was taken to the hospital via ambulance where the pod was removed and received a sandwich to help stabilize the glucose levels.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.